Event description:
It was reported that during one mca (middle cerebral artery) stenosis case, the operator prepared to use subject stent to treat. When delivered it , but big resistance was encountered during delivery and under dsa (digital subtraction angiography) the marker of the subject stent was not seen very clearly and the subject stent was not able to be pushed out. Withdrew the subject stent and found the connection between marker and bumper was loosen which made the delivery wire not able to support the subject stent delivery normally. The subject stent was deployed in y valve when withdrawing it out. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no product problem section h1 type of reportable event - corrected - no malfunction h4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During a visual inspection, the stent was found to be deployed, the distal end of the sdw (stent delivery wire) was found to be kinked/bent, the proximal end of the sdw was found to be kinked/bent, the stent was fond to be deformed. All ro markers of the stent are present. The introducer sheath was not returned. A functional inspection for the reported events stent difficult/unable to advance or pullback through catheter and stent failed/unable to deploy was unable to perform as the returned stent was found to be deployed. A functional inspection for the reported event ro marker(s) detached/separated/not visible under fluoroscopy was not available. It was not confirmed during visual inspection. All stent ro markers are present. A functional inspection for the reported event stent failed/unable to deploy was unable to perform the test as the stent was found to be deployed. A functional inspection for the reported event deployed prematurely during retraction/re-sheathing was not available. It was confirmed during visual inspection. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to advance or pullback through catheter and stent failed/unable to deploy could not be duplicated; however, the analysis results are consistent with the reported event. The reported ro marker(s) detached/separated/not visible under fluoroscopy was not confirmed during the analysis. The reported stent failed/unable to deploy could not be duplicated; however, the analysis results are consistent with the reported event. The reported stent deployed prematurely during retraction/re-sheathing was confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on the functional and visual inspection. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patients anatomy was described as 'severely torturous'. The device was analyzed. The stent was found to be deployed and deformed. All ro markers were present and intact. The proximal nd distal part of the sdw were found to be kinked/bent. The stent introducer sheath was not returned. It is probable that the severely tortuous anatomy may have caused friction, damages to the device and the reported issue. An assignable cause of procedural factors will be assigned to the as reported codes 'stent difficult/unable to advance or pullback through catheter', 'stent failed/unable to deploy', and to the as analyze codes 'sdw kinked/bent', 'stent deformed' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications, but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of not confirmed will b assigned to the as reported code 'ro marker(s) detached/separated/not visible under fluoroscopy' as the issue was not confirmed during the analysis. An assignable cause of caused by other will be assigned to the as reported and as analyzed code 'stent deployed prematurely during retraction/re-sheathing' as the stent was deployed by the operator as the stent was deployed in y valve when withdrawing it out. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during one mca (middle cerebral artery) stenosis case, the operator prepared to use subject stent to treat. When delivered it , but big resistance was encountered during delivery and under dsa (digital subtraction angiography) the marker of the subject stent was not seen very clearly and the subject stent was not able to be pushed out. Withdrew the subject stent and found the connection between marker and bumper was loosen which made the delivery wire not able to support the subject stent delivery normally. The subject stent was deployed in y valve when withdrawing it out. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.